Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation, however, during first inflation at 20 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient injury reported.

Manufacturer narrative:
(B)(6).